Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the shrink sleeve was detached from the guidewire exposing the corewire. Based on the complaint information the issue was noted during the procedure. The issues noted could have been generated due the interaction with other devices might have impacted the integrity of the device during the procedure. All outer diameters were found within specification. The failure mode (shrink sleeve detached) is a known issue that could have been generated during manipulation of the device, or interaction with the other devices used in the same procedure. It is most likely that due to procedural factors encountered during the procedure the performance of the product was limited. The outer diameter dimensions and the length of the device were found within specification, and the urethane section was in good conditions. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure on (B)(6) 2019. According to the complainant, the distal end of guidewire coating was peeled for nearly 5cm. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.